Event description:
It was reported that during a sigmoid colon resection, during stapling process, the endocutter stopped the stapling. Solved by putting the battery in and out to finalize the stapling process. Afterwards replaced by another endocutter. The surgery was delayed by 10 minutes and completed successfully. No fragments were generated and no patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: batch # c9du16. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number maintenance: c9du16 and no non-conformances were identified. Additional information was requested and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Slowly, but possible. If yes, did the jaws eventually open? No.

Manufacturer narrative:
(B)(4). Date sent: 8/12/2024. Additional information was requested and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Slowly, but possible. If yes, did the jaws eventually open? No.